Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that there were problems with the post-processing of the images. The device was in clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the image processing pc which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a coronary planned treatment was performed when the issue happened. The procedure was completed by moving the patient to another room. A philips field service engineer (fse) inspected the system onsite and confirmed that there is problems with the post-processing of the images. Upon some functional test, fse found that defective ippc hard disk. Fse replaced hard disk. After replacement of hard disk, the system returned to use in good working order. The codes were updated based on the investigation outcome.